Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The balloon of the subject device was broken and part of it was missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the balloon was damaged by the edge of the stone and burst when the user tried to remove the stone by the device. The instruction manual of the device has already warned as follows; do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur.

Event description:
During an endoscopic stone extraction technique, the subject device was used. The balloon of the subject device broke when the user tried to remove a stone. Part of the broken section could not be found. The facility checked the patient including using contrast agent on the next day, but the missing part could not be found. The intended procedure was completed using another device. No patient injury other than the above was reported. As the result of evaluation on march 15, 2018, part of the balloon was missing.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".